Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed the hi-pot and therapy electrode recognition tests. The cause for the failure was isolated to an open pulse wire in the trunk cable connector. The trunk cable connector was broken. The root cause for the damaged connector and open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last pt to use this electrode belt did not report any deficiencies.